Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use in the anatomy resistance was met during protective sheath removal and force was used; the vision stent implant was noted to be stretched and dislodged from the balloon. There was no patient involvement. A second device was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force protective sheath removal (B)(4). Evaluation summary: the device was returned for evaluation and the reported dislocated stent was confirmed. The reported material deformation (stretched stent) could not be confirmed. The reported difficulty removing the protective sheath was unable to be replicated in a testing environment. It should be noted that the multi-link vision rapid exchange (rx) instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.